Event description:
Boston scientific received information that this patient was experiencing dizziness during a hall walk after completing the maye's procedure. The local sales representative sent in telemetry strips to be reviewed by boston scientific technical services (ts). Ts stated that there is either noise or telemetry drop out during the hall walk. This resulted in pacing inhibition and patient symptoms of syncope.

Manufacturer narrative:
The device and leads remain in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device has been explanted and returned for analysis.